Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery with a prostyle device after a percutaneous coronary intervention procedure with a 6fr sheath. Reportedly, there was no suture when the plunger was removed. There was an attempt to remove the device; however, the footplate would not collapse down and the device became stuck in the patients groin. A cutdown was performed to remove the device and achieve hemostasis. Since the patient was exposed to a cutdown procedure, a reported clinically significant delay in the procedure or therapy occurred. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to operational context. It is likely that an interaction with patient anatomy (calcification) or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The difficulty to retract the foot was likely caused by tissue, calcification or suture caught in the foot, or posterior tip partly deployed in the foot. The difficulty retracting the foot likely led to the device entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.